Event description:
The customer contact reported during testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device powered on with a white screen error that displayed "hw watchdog error" and there was an audible alarm from the secondary speaker. The white screen could not be cleared by performing the steps described in the white screen failure/system recovery. The snaphat battery voltage that supported ram chip on uic board was found to be 0.16 v (nominal 2.8 vdc). The functional tests conducted were specific and in alignment with the customer's report. The customer complaint was confirmed and is attributable to the device. The probable cause for the customer complaint was due to depleted snaphat battery that supported ram chip u2 on the uic 1 board. Due to the depleted battery, the ram data got corrupted and resulted in white screen. This report represents all the information known by the reporter upon query by hospira personnel.